Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a water vapor energy therapy procedure was conducted and completed without device related concerns or serious adverse events. One injection was administered to the right lobe and one to the left lobe, with minor bleeding noted in each case. No injection was performed in the middle lobe. Subsequently, the patient experienced urinary difficulties, for which a urinary catheter was placed. At a later time, mild lower urinary tract symptoms were documented; no additional interventions were required, and medication was provided as part of the management plan. Thereafter, the patient was diagnosed with prostatitis, and the previously placed catheter was still in place at that time.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inflammation and urinary retention was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a water vapor energy therapy procedure was conducted and completed without device related concerns or serious adverse events. One injection was administered to the right lobe and one to the left lobe, with minor bleeding noted in each case. No injection was performed in the middle lobe. Subsequently, the patient experienced urinary difficulties, for which a urinary catheter was placed. At a later time, mild lower urinary tract symptoms were documented; no additional interventions were required, and medication was provided as part of the management plan. Thereafter, the patient was diagnosed with prostatitis, and the previously placed catheter was still in place at that time.